Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima ii¿ IV catheter leaked during use. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record also was reviewed, no related abnormalities were found. A damaged segment of tubing was noted 2 cm from the connector protruding from the inside to the outside. The most likely cause of this type of damage can be wear of the guiding jaws that guide units from zone to zone in the production line, and is ultimately cause by poor centering. Bd has taken measures to mitigate the reoccurrence of this event. Worn guide jaws will be replaced with to v-groove and the distance will be increase between the jaws.